Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 418 mg/dl and treated with manual injection. Customer states they got motor error on insulin pump. Customer reports the drive support cap appears normal. Customer states the insulin pump did not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer declined troubleshooting for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
No motor error alarm or audio or beep anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.